Event description:
It was reported that the patient underwent a thoracolumbar posterior fusion (l4/ l5) for adult spinal deformity on (B)(6)2024. In the surgery, during use of the bone funnel in question, when the upper part of the outer tube was struck several times with a medical hammer (plastic) while the inner tube part was removed, an unusual noise was heard and the welding part between the bone support part of the upper part of the outer tube and the 8 mm outer tube part disintegrated. The use was discontinued immediately and bone grafting was performed by another method. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable, and no other medical intervention was required. This report involves one concorde system bone funnel 8mm this is report 1 of 1 for(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.